Manufacturer narrative:
The investigation confirmed that higher than expected, vitros tsh quality control results were obtained while using the vitros eciq system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros tsh precision testing was performed which demonstrated the vitros eciq system was not performing optimally. An ocd field engineer performed service to the reagent metering and well wash modules to optimize the system's performance. Following these actions, the system performance was verified by performing a vitros tsh precision test.

Event description:
A customer obtained a higher than expected, vitros tsh results from a quality control sample while using the vitros eciq immunodiagnostic analyzer. Higher than expected results of 0.132, 0.286, 0.159, 0.179 and 0.153 miu/l were obtained from a low level tsh quality control fluid vs. An expected mean value of 0.064 miu/l. No erroneous patient sample results were obtained or reported from the laboratory as no patient sample testing was performed when unacceptable quality control results were obtained. However, a biased patient sample result of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).